Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The pump was received with corroded battery tube. No moisture damage on keypad traces, electronic assembly or motor noted. The pump had cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high readings, blank display and moisture damage from the insulin pump. The customer's blood glucose level was 471 mg/dl. The customer treated with a bolus and noticed the pump was completely off. The customer mentioned moisture damage in the battery chamber. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.